Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A communication received from a manufacturer's representative (rep) stated the cause of the extended recharging time was unknown, and the rep had not heard back from the patient. No patient symptoms or complications were reported, and no complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they are charging more frequently than with their previous battery. It was noted that the issue started sometime after the patient was implanted. It was mentioned that electrode impedances are all within normal range. The following programmed settings were provided: +-2.4v 450us 95hz group impedance: 902 ohms 2.67ma. Patient services collected the recharging statistics from the recharger. It was reviewed that all information in the charging statistics showed that the patient¿s charging pattern is as expected. Patient services reviewed maintaining good coupling or charging more frequently. The patient was implanted for spinal pain. Additional information was received from the patient and manufacturer representative on (B)(6) 2017. It was reported that recharging the ins had taken too long ever since implant. The patient reported that it took them 8 hours to charge. The patient reported that they were able to get full coupling if they tightly push the antenna against the ins site. The patient noted that they could see the corner of the ins beneath their skin. The patient requested a replacement ins recharger (insr) and insr antenna to see if that resolves the issue. The patient and manufacturer representative were attempting to do a "process of elimination" to determine the cause of why the patient has to charge for so long. The patient met with the manufacturer representative on (b)(46) 2017 and the antenna locate (al) feature was used. It was noted that the al feature brought the ins out of discharge. It took the patient 9 hours to charge to full and it was reported that the patient was very slim and could easily palpate the ins. No symptoms or complications were reported.